Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. If the device is ultimately received, a supplemental form will be completed.